Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.

Event description:
1 reported descrepent sars results bewtween sofia and molecular (pcr testing) for 1 patient. Unknown if the patient was symptomatic or not. The customer also communicated 11 additional patient events which are captured on seperate reports.